Event description:
During the procedure upon removal of the catheter the sheath separated at the hub. Both pieces were succcessfully removed. The pt is reported as fine and the device is being returned for co is analysis.